Event description:
Caller states the patient tested 2.9 inr on the coaguchek s system and 4.9 inr on a comparison lab. Dosage was not changed based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.